Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (absence of occlusion alarm) issue. The patient alleged that the pump did not alarm for occlusion when there was a bent cannula. Customer technical support reviewed the pump with the patient and confirmed there were no occlusion alarms per the pump history. The patient confirmed the occlusion sensitivity was set to "high". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows no activity outside of normal use, one occlusion alarm is observed on the alarm history. The pump powers on and displays verify screen. The pump was primed and exercised for 24 hours and no occlusions or any alarms occurred during testing. Force sensor calibration reading is above specifications. The occlusion alarm was stimulated by clamping off the infusion tubing, the pump gave the appropriate visible and audible alert. The pump was opened and it was inspected, no defect was found to the power circuit or to the force sensor circuit. Force sensor resistance is within the requirement.